Event description:
It was reported that during a da vinci-assisted surgical procedure, during connection of the inflation hose to the seal, the threaded part broke. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the site and obtained the following additional information: no rapid loss of insufflation or pneumoperitoneum occurred, as it took place at the moment of hose connection, prior to insufflation and the formation of the pneumoperitoneum.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. An image was provided for review and showed the luer port broken and detached from the device. This piece does not enter the patient.